Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer stated that they were not able to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and missing the end cap sticker.